Event description:
Same case as 2134265-2014-04121 and 2134265-2014-04122. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an opticross¿ was used. However, the device failed to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-04121 and 2134265-2014-04122. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an opticross was used. However, the device failed to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).